Event description:
It was reported the patient¿s stimulator was no longer working; the generator was interrogated and found to have poor coupling. It was noted the generator was also placed at her buttock and was very uncomfortable when sitting. The patient also had a hard time charging her stimulator due to the poor position which was why she did not use it. The patient¿s device was replaced on (B)(6) 2015 and she resolved without sequelae. If additional information is received, a follow-up report will be sent.

Event description:
The reason for poor coupling was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the new generator was implanted superior to the location of the previous generator and the patient¿s lead was repositioned to the new generator.